Event description:
A hospital in (B)(6) reported that the "port" on an rt040 full face mask was "missing". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the "port" on an rt040 full face mask was "missing". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mask is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events, further information provided by the hospital and our knowledge of the product. Results: without the complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: we are unable to determine what caused the problem observed by the customer without the device. However the hospital has given the opinion that the patient may have accidentally removed the cap. Our product development team has been informed about this complaint and will bear this in mind for the design for any future masks.